Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, after firing the second reload at the insicura angularis, the I-beam blade would not retract. Two manual retraction tools were used but after a few attempts the retraction tool broke and could not continue to retract the blade. Soft reboot failed. Two allen keys were tried to no avail. The adapter and reload was difficult to unload so the adapter with reload was eventually pulled off from remnant stomach, causing tear on the tissue (insicura angularis). Laparoscopic stitching was required to repair the defect with an additional omental patch pexy. Perforation at staple line with gastric mucous contamination was oversewn. Surgical time was extended by 30 minutes. Second day postoperatively, the patient was septic, febrile and tachycardic. A computed tomography (CT) scan was ordered and hematoma forming was found. On day 6, the patient severe upper quadrant pain so a repeat CT scan was performed. On day 7, the patient had laparoscopic drainage of intra-abdominal abscesses, washout and two drains were placed. The patient was given intravenous antibiotics and antifungals. The patient required a week in hospital. The same handle worked fine with another reload and adapter.

Manufacturer narrative:
H3 evaluation: medtronic conducted an investigation based upon all received information. The instrument was received with a fully fired reload attached without the product packaging. Visual inspection noted the reload was clamped and the knife blade was advanced to the 1cm cut line. The device was fully fired, engaged in interlock, the jaws were clamped, and the knife bar assembly was advanced to the extreme distal end. During the evaluation the reload was opened up it was determined the knife blade laminates had damage. Based on the evidence available the reported condition of the device locking on tissue and being difficult to unload was confirmed. The reason for the device locking on tissue and being difficult to remove was due to the firing rod being pulled through the reload' s laminates. This complaint was confirmed based on the actual device. The most likely root cause was traced to the user. The or time was extended by >30 minutes resulting from product failure. The jaws of the device remain closed on tissue. This complaint was confirmed based on the actual device. The most likely root cause was traced to the user. Further action was not required because the event had foreseen risk and is included in a data monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Evaluation: medtronic conducted an investigation based upon all received information. The instrument was received with a fully fired reload atta ched without the product packaging. Visual inspection noted the reload was clamped and the knife blade was advanced to the 1cm cut line. The device was fully fired, engaged in interlock, the jaws were clamped, and the knife bar assembly was advanced to the extreme distal end. During the evaluation the reload was opened up it was determined the knife blade laminates had damage. Based on the evidence available the reported condition of the device locking on tissue and being difficult to unload was confirmed. The reason for the device locking on tissue and being difficult to remove was due to the firing rod being pulled through the reload' s laminates. This complaint was confirmed based on the actual device. The most likely root cause was not established. The or time was extended by >30 minutes resulting from product failure. The jaws of the device remain closed on tissue. This complaint was confirmed based on the actual device. The most likely root cause was not established. Further action was not required because the event had foreseen risk and is included in a data monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.